Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had high blood glucose level of 501 mg/dl. Customer was treated with manual injection. Customer experienced blood glucose levels of 449, 375, 306 and 72 mg/dl. Customer stated that the reservoir was leaking. Customer reports o-ring inside lip of reservoir compartment was not missing. Customer states there were no cracks in the pump. Customer did self test and it was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into paradigm pump. Conclusion: reservoir not leaks. Also performed a visual inspection and found no physical or cosmetic damage. (B)(4).